Manufacturer narrative:
Qc was within established ranges. A bec field service engineer (fse) was dispatched and replaced the chemistry cartridge (cc) sample probe, collar wash, and sample mixer. The fse realigned all of the top end probes and mixers. The fse performed recalibrations and ran qc, which was within range. The fse also ran forty (40) repetitions of a precision run without any cr-s errors prior to returning the instrument into service.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600i synchron access clinical system generated two (2) creatinine (cr-s) suppressed low patient result. The samples were reran and yielded results within the normal reference range. The erroneous results were not reported out of the laboratory. The results provided by the customer are shown. No change to patient treatment or diagnosis occurred in this event.